Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope gynecologic had intermittent image transmission disturbances occurred in the form of horizontal multicolored stripes, video signal distortion and temporary loss of the normal image. There were no reports of patient harm.